Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
It was reported that the patient elected to have the device explanted (B)(6) 2019 due to poor performance with device. The patient was re-implanted with a new device during the same surgery.